Event description:
Insufficient weight loss. No pt injury or medical intervention. The gambro technical services rep diagnosed a ultrafiltration pump failure upon the pump heating up. The pump was replaced.